Event description:
A customer observed two negatively biased pt sample results using vitros valp reagent on a vitros 5, 1 fs chemistry analyzer. There was no allegation of pt harm, and pt results were not reported during this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event was unable to conclusively determine a root cause. The results were generated during a sample correlation of two vitros valp reagent lots at the customer site. The user was not reporting pt results of the lot called out in this report, at the time of the event. Eval of instrument dataloggers has concluded that the vitros 5, 1 fs system was operating as expected.